Event description:
It was reported that a standard battery is causing the back light to flash and turn the pump off. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter's device eval is in progress. When completed, a supplemental report will be submitted.